Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced migration of device, malposition of device and patient device interaction problem. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, four were female and one was female, all five patients age ranged from 40-65 years and two patients weight were 84 and 86 kgs. Remaining patients weight were not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, lot number were provided for all five malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all five malfunctions and images were received for two malfunctions. Therefore, for two malfunctions investigation is confirmed for the reported migration of device, malposition of device and patient device interaction problem, for another two malfunctions investigation is confirmed for the reported malposition of device and patient device interaction problem and inconclusive for migration of device and for remaining one malfunction the company still investigating the issue at this time. The devices are labeled for single use. H10: d4 (gful1906, gfvj2104). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the reported five malfunctions, lot numbers were provided for all five malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all five malfunctions and images were received for two malfunctions. Therefore, for two malfunctions investigation is confirmed for the reported migration of device, malposition of device and patient device interaction problem, for the remaining three malfunctions investigation is confirmed for the reported malposition of device and patient device interaction problem and inconclusive for migration of device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration of device, malposition of device and patient device interaction problem. This information was received from various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, four were female and one was male, all five patients age ranged from 40-65 years and two patients weight were 84 and 86 kgs. Remaining patients weight were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. These reports were received from various sources. All five events involved a patient with no reported patient consequences. Of the five reported patient, one patient was 40 years of age, weight was 86 kg and two were female. Another patient was female, 52 years of age, weight was 84 kg; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: for the five reported complaints, 4 lot numbers were provided. The samples were not returned for evaluation. Of the five reported complaints, 4 medical records were not provided and 1 was medical record was provided and reviewed. One of the five malfunctions, one investigation is confirmed for filter tilt and perforation; however, the investigation is inconclusive for filter migration. One investigation is confirmed for filter tilt, perforation, and filter migration. For three investigations it is inconclusive for filter tilt, perforation, and filter migration as no sample was returned. Based on the information provided, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (gful1906), g4 (PMA/510k). H11: b5 (event), g1 (MFR site). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: a lot number was provided for all the five malfunctions; therefore, the lot history reviews were performed. The devices were not returned for evaluation. Of the five reported malfunctions, 1 medical records was not provided and 4 were medical record was provided and reviewed. For 2 of the 5 malfunctions, the investigation is confirmed for filter tilt, perforation, and filter migration. Two investigation is confirmed for filter tilt and perforation; however, the investigation is inconclusive for filter migration. The remaining one malfunction investigation is inconclusive for filter tilt, perforation, and filter migration as no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (gful1906, gfvj2104), g4. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. These reports were received from various sources. All five events involved a patient with no reported patient consequences. Of the 5 malfunctions, four were female and one was male ranging between 40 - 65 years of age. Two patients weighs in the range between 84 - 86 kgs. The remaining patients age and weight were not provided.

Manufacturer narrative:
For the five reported complaints, 3 lot numbers were provided. The sample were not returned for evaluation. Of the five reported complaints, 4 medical records were not provided and 1 was medical record was provided and reviewed. Approximately three years post filter deployment, CT revealed filter in place and it was somewhat tilted obliquely within the ivc and some of the filter legs extend beyond the margins of the ivc compatible with perforation. Approximately two years later, CT revealed ivc filter was identified with the filter cap extending beyond the confines of the ivc anteriorly and multiple struts outside the ivc posteriorly. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter migration. The devices were labeled for single use. Lot number (unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. These reports were received from various sources. All five events involved a patient with no reported patient consequences. Of the five reported patient, one patient was (B)(6) years of age, weight was (B)(6) and two were female; however, other patients age, weight and gender were not provided.